Event description:
Customer reported finding the defibrillator would not complete self-test during routine daily testing. No reported pt involvement. Service representative unable to duplicate reported condition. Proper operation of device confirmed.